Event description:
Depuy acromed was made aware of a legal case involving the co's pedicle screws, plates and rods. Product was implanted in 1996 and "failure" was reported to have occurred in year 2000. Little information is known at this time.